Event description:
It was reported an infection. It was further reported there was a pocket infection. On (B)(6) 2014 the pump pocket was observed to be filled with fluid, the skin site was reddened and swollen and the patient had a fever. The healthcare professional (hcp) aspirated the fluid surrounding the pump and withdrew a "yellow, purulent fluid". The fluid "cultured + cocci". The patient was admitted to the hospital and started on "vacomycin IV". The following day, the patient was taken to surgery and the pump pocket was opened. Fluid from the pocket was cultured and tested positive for gram + cocci. The pocket was irrigated with bacitracin followed by vacomycin and gentamycin. The pump and catheter were left implanted at this time. On 5/13/14, the pump pocket still appeared infected. The patient was getting good therapy, but, both the pump and catheter were explanted because of the infection. The pump was used to deliver lioresal (baclofen). It was further reported the pump had gablofen in it. Further symptoms reported included headaches. The culture taken the day the pump site was irrigated grew out staphylococcus aureus gram and positive cocci. Blood culture had not growth and cerebrospinal fluid (csf) culture had no growth. The infections was localized at the pump pocket in the abdomen. The patient was having hyper spasticity and was being treated with oral "antispasmotics". The patient was currently hospitalized and monitored from the date the pump was explanted. Antibiotic cefazolin was planned until (B)(6) 2014 and followed by keflex for 14 more days. It was further reported the patient's symptoms were "frank pus" at pump site and 40 cc's of purulent material was aspirated. The patient was stable and they would re-implant after adequate time on antibiotics.

Event description:
It was reported the patient a swollen abdominal site with pain at the incision site.

Manufacturer narrative:
(B)(4). Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Manufacturer narrative:
Concomitant medical products: product ID 8598a, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type catheter, product ID 8596sc, serial# (B)(4), implanted: 2011-(B)(6), explanted: 2014-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Analysis of the device (sn (B)(4)) found no anomaly.